Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) evaluated the system and identified that x-ray blockage occurred because of the contrast injection pump was not ready. The engineer suggested the customer to arm to injector. There was no malfunction with the philips system and the device was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was with injector pump which is not ready and advised customer to arm the injector. There was no malfunction with the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was failure with x-ray. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.